Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. Consistent with explant damage the outer insulation was cut and blood ingression noted. (B)(4).

Event description:
It was reported that the patient presented to the hospital because of an alert due to high impedance on the right ventricular (rv) lead. The system was recently implanted and the physician suspected an issue with the connection between the header and lead. An x-ray was done and no anomalies were noted. The physician decided to open the pocket to investigate further. The excess lead length was coiled around the device and fibrosed to the muscle. The lead was cut away from the muscle, repositioned and the rv lead impedance was stable. It was later reported that the lead continued to have high pacing impedance and sensing problems. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the hospital because of an alert due to high impedance on the right ventricular (rv) lead. The system was recently implanted and the physician suspected an issue with the connection between the header and lead. An x-ray was done and no anomalies were noted. The physician decided to open the pocket to investigate further. The excess lead length was coiled around the device and fibrosed to the muscle. The lead was cut away from the muscle, repositioned and the rv lead impedance was stable. The lead remains in use. No patient complications have been reported as a result of this event.